Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured ophthalmic aneurysm measuring 12mm x 6mm. During pipeline deployment, it was reported that angioplasty with a hyperform balloon (an option presented in the instructions for use) was required to achieve full wall apposition on the proximal end of the pipeline. No injury was reported with the patient as a result of the procedure.